Event description:
According to the reporter, during a duodenal resection, after the handle was removed from the charger and was inserted into the shell a file error message appeared then the handle blacked out. A manual handle was then used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one bay charger (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle powered on and displayed the file error screen during initialization. The handle displayed a power handle error after it initialized. The handle was connected to master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. The handle was running software v29.5 and had 294 of 300 procedures remaining. It was reported that signia power handle shut off. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: no piezo tones. Functional testing found that the handle did not emit any piezo tones. The handle was disassembled and it was noted that there was no visible damage to the internal electrical components which typically result in piezo failure. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.